Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). See report for product information received. Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The type of this complaint is revision due to head disassociation. The head was dislocated from the acetabulum, then from the stem while she was working in a garden.

Manufacturer narrative:
Conclusion and justification status: the complaint states the type of this complaint is revision due to head disassociation. Primary tha for (B)(4) by using (B)(6) had taken place in (B)(6) 2003 at other facility. The patient had suffered from disassociation 7 times since the primary surgery. Therefore revision had taken place on (B)(6) in 2005 at the reported hospital. The surgeon had cemented a 28mm ogee cup and replaced a 22mm head with a 28mm+3mm head. Although the patient had been in good condition since the revision, she suffered from disassociation on (B)(6) in 2012. The head was dislocated from the acetabulum, then from the stem while she was working in a garden. Therefore revision took place on (B)(6). The head was replaced with a 28mm+6mm head. Necrotic tissue nor erosion of neck taper was not found although the surgeon had suspected interlocking problem caused by armd. The surgery was completed without any delay. The patient is now under observation. A complaints database search did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Conclusion and justification status: the complaint states the type of this complaint is revision due to head disassociation. Primary tha for oa by using aml had taken place in (B)(6) 2003 at other facility. The patient had suffered from disassociation 7 times since the primary surgery. Therefore revision had taken place on (B)(6) in 2005 at the reported hospital. The surgeon had cemented a 28mm ogee cup and replaced a 22mm head with a 28mm+3mm head. Although the patient had been in good condition since the revision, she suffered from disassociation on (B)(6) in 2012. On (B)(6) in 2015, the head was dislocated from the acetabulum, then from the stem while she was working in a garden. Therefore revision took place on (B)(6). The head was replaced with a 28mm+6mm head. Necrotic tissue nor erosion of neck taper was not found although the surgeon had suspected interlocking problem caused by armd. The surgery was completed without any delay. The patient is now under observation. A complaints database search did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added 06 jan 2016 : the complaint was reopened as the product was returned. It was assessed by bioengineering for visual inspection and no anomalies were identified. The part was measured by qa and a report was received stating states the taper angle passed and the gauge diameter failed due to the stem imprint is visible and due to damage at the mouth of the taper hence it is impossible to confirm the actual feature size as manufactured. A review of manufacturing records did not identify any anomalies. A lot specific search did not identify any previous complaints. From the investigation performed the root cause of the complaint could not be determined. The products shall be placed into archive, and the complaint will be closed with an undetermined conclusion. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.